Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs)at medtronic's quality laboratory, visual analysis showed the device was received with the capsule fully closed. The deployment knob was separated from the handle of the dcs. The tabs were observed detached from the male deployment knob component. Despite the deployment knob components being detached from the device, the capsule could be retracted by retracting the t-core. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned to medtronic for analysis with the deployment knob (also known as the actuator) separated from the handle of the dcs which confirmed the reported event. The snap fit tabs of the deployment knob were observed to be detached. Deployment knob separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (b847965), during loading, it was noted that the tabs of the deployment knob separated from the delivery catheter system (dcs). It was reported that the "double pitch" was not connected. The device was not used for implant. A different dcs and the same valve were used for a successful implant. No adverse patient effects were reported.